Event description:
The patient contacted animas on (B)(6) 2011 to report he noticed a crack near the pump's battery compartment when changing out his site/set. At the time of the call, the patient also alleged that the pump was powering off and rebooting due to the battery cap fitting loosely. The patient claimed he developed high blood glucose (bg) levels as a result of the alleged power issue. The patient reported a bg of 500mg/dl with nausea. The patient denied developing symptoms of vomiting, abdominal pain or shortness of breath. The patient stated he corrected the high bg with a correction bolus and his bgs have resumed to his target range. This complaint is being reported because the patient obtained a blood glucose reading of 500 mg/dl while on insulin pump therapy. The patient's hyperglycemia can be attributed to use error since the patient continued to use the subject pump despite being aware that the battery cap was not secured to the pump. The battery cap issue is generally obvious and detectable by the user. Therefore this detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owners booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump involved with this complaint has been returned and evaluated by animas product analysis on (B)(4) 2011 with the following findings: visual inspection confirmed a large crack on the battery compartment. Evaluation revealed that the battery cap returned was able to maintain an electrical connection for a 24 hour duration during the investigation. No power or reboot events were duplicated. A 29 hour flow accuracy test was also performed on the pump. The pump passed the flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the users programmed basal rates. There were no alarms or pump conditions indicating a malfunction recorded in pump history.